Event description:
Status post aortic valve replacement 2000. Patient sent to surgery for CABG/redo avr-old valve removed (due to malfunctioning-leaflets wouldn't move-hardened) and replaced with new valve.